Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The vessel locator wing retraction issue and difficulty to remove the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after a carotid diagnostic procedure. Reportedly, the locator wings did not retract upon clip deployment. The access ports was used due to resistance felt when attempting to remove the device. The device was successfully removed and hemostasis was achieved with the deployed clip along with treatment for tissue tract oozing was applied. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.